Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was 389 (mg/dl). The customer delivered a manual insulin injection to stabilize bg level. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.